Event description:
It was reported that upon initiation of device stimulation following initial implant, the patient experienced an exacerbation of seizures. It was reported that the patient was hospitalized due to the seizures. Attempts to obtain additional relevant information have been unsuccessful to date.